Event description:
It was reported that the knee was revised due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat. No.: 5510-f-602, triathlon cr fem comp #6 r-cem, lot code: s6fcr; cat. No.: 5520-b-600, triathlon prim tib baseplate - cemented, lot code: guit;cat. No.: 5551-g-350, triathlon asymmetric x3 patella, lot code: y4ry;cat. No.: unknown, headless pins, lot code: unknown; at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that the knee was revised due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon cr insert was reported. The event was not confirmed. The device was not returned for analysis. Clinical information was not provided for review. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot or sterile lot. The exact cause of the event could not be determined because no additional information was received. Further information is needed. No further investigation for this event is possible at this time.